Event description:
It was reported that the implant at tooth site #12 fractured and it was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. H10: narrative/data was updated. An unknown biomet 3i implant was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and a fracture on at the threads. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician uses excessive torque to place or remove restorative component on implant, clinician places implant in a patient with patient factors (e.g., bruxism) incompatible with long-term osseointegration of implant and clinician selects implant that is unable to resist long-term occlusal loading. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the type of investigation codes were submitted in error: 4109 and 4110.

Event description:
No additional event information was received at the time of this report.